Event description:
A customer reported a complaint of imprecise sequential readings on her freestyle flash blood glucose monitor. The customer obtained readings of 188mg/dl and 138mg/dl within a ten minute timeframe. The customer injected insulin and experienced sickness. The customer fell unconscious. The customer's husband injected glucagon. No hospitalization required. When plotting each reading against the average on a parkes error grid the results fall in the 'a' and 'b' zones. The difference in readings is not considered clinically significant.

Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor. They additionally returned another freestyle flash blood glucose monitor. And test strips with lot numbers 0629741, 0627027, and 0707930. Product testing on both returned meters did not confirm the readings complaint. No new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.